Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: were any staple formation issues noted throughout care of patient? No staple formation issues seen however the doctor does not feel like she can always visualize the full staple line. What color cartridges were used? Green. Was buttressing material used? Yes - gore seamguard. What is the current patient status? The patient is currently still leaking with drain in place. She is going for third endoscope procedure next week where they will work to address the current holes. Dr. (B)(6) mentioned they may possibly place an internal drain to create a track for the leaking contents to re enter the stomach. The patient currently has two clips on the stomach.

Event description:
It was reported that post op of a sleeve gastrectomy, the patient presented seven days later with a leak. A cat scan showed fluid collection. An ir drain was placed. An endoscopy was performed and found a one cm hole three cm down from the greater curve. A clip was placed on the hole to close. Another cat scan was performed that showed new fluid collection. A second clip was placed and the ir drain was removed on (B)(6) 2019.